Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not responding. The customer¿s blood glucose level was 180 mg/dl. The customer also reported that the time was advancing. The customer also reported that the esc button was not working. The customer was advised to discontinue the use of insulin pump and revert to backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with no button response at esc and act button due to unlocked connector on lcd board noted.